Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with right leg deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs and there was occlusion at the area of the filer and the patient experienced back pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years and four months of post deployment, an x-ray of lumbar spine was performed for back pain. The study showed that there was an inferior vena cava filter present. Around, five years and five months later, a computed tomography venogram of abdomen and pelvis was performed for pulmonary embolism and bilateral deep vein thrombosis. The study showed that there was occlusion of the common iliac veins and the inferior vena cava at the area of the placed inferior vena cava filter. It was discussed that since the inferior vena cava filter and the vena cava have been occluded and due to the length of the time filter has been in place, it would not be recommended for a surgery to remove the filter unless the legs were threatened (venous gangrene). After, fifteen days, an x-ray of lumbar spine was performed for lower spinal pain. The study showed that there was an inferior vena cava filter present in a good position. After, two days, during consultation it was provided with the information that the filter was clogged causing decreased blood flow to the lower extremities. Around, three months and one week later, during assessment it was provided with the information that the filter/inferior vena cava were occluded and the filter prongs were in aorta and in spine. However, prong in the aorta should not be causing any symptoms but it cannot be sure if the prong in the spine was causing or contributing to the back pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava and occlusion of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.